Event description:
Information received by medtronic indicated that the customer was hospitalized due to a hypoglycemic event with an blood glucose value was 2.5mmol/l. The customer also stated that the sensor had change sensor alaert and sg vs bg difference. No further patient complications were reported. Troubleshooting was performed and sg vs bg was not within target, insulin delivery was not suspended due to sg vs bg difference. It was unknown whether the customer will continue the use of the product. The sensor will not be returned for analysis.